Manufacturer narrative:
The device has been received at the manufacturer for testing. An eval will be conducted, and a follow-up report will be submitted if the investigation requires.

Event description:
It was reported that upon unpacking the device, there were small particles of velcro noticed inside the unopened sterile packaging. This did not occur during a surgical procedure. There were no adverse consequences reported.